Event description:
It was reported to boston scientific corporation on february 18, 2009 that an injection gold probe bipolar electrohemostasis catheter was used during an esophagogastroduodenoscopy procedure with electrocautery performed a month earlier. According to the complainant, during the procedure they had a difficult time to retract the needle. The procedure was completed with another injection gold probe bipolar electrohemostasis catheter. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from the review, a supplemental medwatch will be filed.